Event description:
Source rec'd medwatch report 2/17/1998. Amt rec'd report on 3/9/1998. Peg placed in pt on 11/24/97. On 11/26/97, pt pulled peg half way out. Endoscopy lab on 11/26/97 could not visualize internal bolster against gastric mucosa, hard area palpable on abdomen surrounding peg punture site. Dr attempted to traction remove, tubing came out without internal bolster attached. Dr decided not to go after internal bolster considering pt's age. Follow-up on 5/25/1998 indicated internal bolster remains inside pt. Physician believes product faulty.